Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after implant. This lead also exhibited high thresholds and patient was programmed aai 60 ppm per physician. Lead was attempted to be repositioned but after retraction of the helix, would not extend, then the lead was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was electrically continuous. Setscrew noted slightly toward the front end of the terminal pin. The dislodgement allegation was not confirmed. The high capture threshold allegation was not confirmed. Helix issue allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal pin, which block passage of a stylet.

Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after implant. This lead also exhibited high thresholds and patient was programmed aai 60 ppm per physician. Lead was attempted to be repositioned but after retraction of the helix, would not extend, then the lead was explanted and replaced. No additional adverse patient effects.